Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the device. Device programmed with multiple sensor glucose value and all registered properly in the summary history noted. Device received with pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided that the event date with the initial report was incorrect. The correct information has been included with this report in b3 section. Additional information about date of hospitalization has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The blood glucose was 446 mg/dl at the time of the event.

Manufacturer narrative:
Updated analysis summary by leonardo torres on mar 29, 2022 retainer ring = missing. On (B)(6), 2021 the customer was hospitalized for high bgs. Allegation to pump defectiveness (sg vs bg inaccurate) noted. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. The test guardian link with the glucose sensor simulator and the test bg meter communicates properly to the insulin pump. Device programmed with multiple sg value and all registered properly in the summary history noted. Device received with pillowing keypad overlay. Unable to verify customer alleged for high bgs. Unable to fully test pump due to missing retainer ring. Device defectiveness (sg vs bg inaccurate) not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on an unknown date and blood glucose was 446 mg/dl. Customer customer was treated with manual injection and intravenous fluid. Customer was using automode feature. The user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 131 mg/dl and sensor glucose was 63 mg/dl at the time of the event, the difference is outside the acceptable range. Customer was corrected their blood glucose using sensor glucose values. The sensor will not be returned for analysis. Insulin pump will be returned for analysis.